Event description:
It was reported that on (B)(6) 2010, the patient underwent a successful stenting procedure with the rx acculink in the mildly calcified target lesion in the right internal carotid artery. On (B)(6) 2010, the patient was noted to have limb ataxia in one limb during a follow up visit. There was no treatment provided. The outcome of the condition is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.